Event description:
It was reported the patient lost stimulation coverage in her thigh. Diagnostic testing revealed invalid impedances. The physician referred the patient to a surgeon for a lead revision.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.